Manufacturer narrative:
The device remains implanted and in service. If the device is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported the ra lead dislodged after 9 days of implantation. At this time the device remains in service. No further updates have been provided from the field. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right atrial (ra) lead dislodged after 9 days of implantation. The lead was explanted and replaced with another lead of the same model on (B)(6) 2019. No adverse effects were reported. A response from clinical as to the location of the device, indicated the device location is unknown.